Event description:
During review of the patient¿s programming history available in the manufacturer¿s database, it was identified that a programming anomaly occurred. A system diagnostic test was performed, and a final interrogation was not performed and the patient left the visit. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic. Upon initial interrogation on the subsequent visit, the device was at unintended settings.

Manufacturer narrative:
Analysis of programming history.